Event description:
It was reported, the video system center had a b30 error code (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.